Event description:
A report was received that the patient had infection at the ipg site after a previous revision. The physician believes that the infection was due to the sutures not being removed on time. When the sutures were removed, a large amount of drainage was noted. The patient underwent an explant procedure and was treated with medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.